Event description:
It was reported to philips that the device was having trouble obtaining an ECG signal through the installed pads. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.